Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany, needle detachment too easy.

Manufacturer narrative:
Samples received: 26 unopened pouches and 5 opened. Analysis and results: there is one previous complaint of this code batch. There are no units in stock. Received 26 closed samples and 5 opened (all open samples received have only 2 or 3 sutures inside the pack). Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: complaint is justified: taking into account that the results of samples received do not fulfil the OEM specifications. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.